Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. Since the subject device had no problem, omsc surmised as the following. The system of the user facility had a problem. A foreign material or fluid adhering to the metal contact of the subject device caused a connection failure. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscopic image disappeared. The user replaced the subject otv-s7h-1d-f08e with a similar device and completed the procedure. There were no reports of patient injuries related to this incident.